Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. It was reported that the cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Event description:
New information received indicated that patient presented to the ER on (B)(6)2017 with multiple appropriate shocks for ventricular fibrillation, which patient returned to sinus rhythm. Review of the episodes noted normal device function. The patient was not dependent. Patient noted not feeling well after having started dialysis for end-stage renal disease with complaint of chest pain and losing consciousness and had fallen. While patient was at the hospital it was discovered that patient had mrsa from a previous transected perm-a-cath placement and was removed. Patient was discharged home and later patient passed away. It was noted that the patient¿s death was not related to the device.